Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a black image. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, and h11. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. They advised her to swap the clv-190 with a known working unit to determine if the issue is isolated to the light source. If the image returns to normal after the swap, the clv-190 should be sent in for repair. If the issue persists, we can conclude that the cv-190 is the likely source, and it should be sent in instead. (B)(6) confirmed that all scopes function properly when connected to a different tower, which supports this isolation approach. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.